Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the tir20 clips would not deliver (feed) when used with a tim20 instrument. Another instrument was used to complete the case. There was no consequence to the pt.